Event description:
It was reported that both anchors deployed simultaneously. No patient impact was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle. The actuator is in its pre t2 deployment position indicating trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as a result of the test. The device was not returned in the condition of the reported complaint of simultaneous deployment. The condition of the device indicates a trigger advancement and deployment of t1. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time.